Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician and from a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date, the ins was dead. Technical services reviewed that the patient should charge their ins before the MRI to put the ins into MRI mode. The patient then called indicating that after implant, unknown how long after implant, they noticed the wires were pointed up like poking their skin. When they sit in a certain position like leaning back they feel shocking. They notified their healthcare professional (hcp) right after implant but they did not do anything. They turned off the implant and has not recharged in months. The patient would like to charge up their ins so they can put the programmer into MRI mode. However, it is showing no device found. The controller is only charged 17%. Patient services reviewed to charge the controller and reviewed physician mode reset (pmr) screen and how to navigate it. The patient would call back if unable to charge their ins. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they hadn't seen anyone yet as they had other more urgent healthcare issues. No further complications were reported.